Event description:
It was reported, the patient no longer had stimulation and the physician determined the ipg had reached end of life. Follow up identified the physician planned surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.